Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, battery testing, a service history review, and an alarm log review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged battery was identified during battery testing. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.